Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6) ) on 22-may-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed b2015, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("loss of hair"), fatigue ("permanent fatigue"), insomnia ("insomnias"), irritability ("irritability"), arthralgia ("joint pain (right hip, pelvis, sacrum, right ankle, right knee)"), back pain ("back pain"), neck pain ("neck pain"), formication ("left leg formication"), dry skin ("dry skin"), abdominal distension ("bloating"), musculoskeletal stiffness ("several time blocked back"), exercise tolerance decreased ("impossibility to drive or do sport") and subcutaneous haematoma ("like a hematoma on leg") and was found to have blood immunoglobulin e increased ("allergy investigation were performed: ige increased"). At the time of the report, the pelvic pain, abdominal pain, alopecia, fatigue, insomnia, irritability, arthralgia, back pain, neck pain, formication, dry skin, abdominatension, musculoskeletal stiffness, exercise tolerance decreased, subcutaneous haematoma and blood immunoglobulin e increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, arthralgia, back pain, blood immunoglobulin e increased, dry skin, exercise tolerance decreased, fatigue, formication, insomnia, irritability, musculoskeletal stiffness, neck pain, pelvic pain and subcutaneous haematoma with essure. The reporter commented: angiologist sclerosis in left leg vein but there was still formication and like a hematoma on leg. Awaiting for cutaneous test, ultrasound test for implants and gynecologist for decision to remove implants. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: ige increased. Blood test - on an unknown date: normal. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.